Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. Evaluation: the returned device was partially deployed. The anterior needle was captured and the complete link with posterior cuff was pulled through the device. The posterior cuff tabs were still intact indicating the cuff had not coupled with the needle. There were no strike marks on the posterior foot to indicate a needle strike. A posterior cuff miss could be perceived as a link break; however, the link was intact. A proxy needle was used for testing the needle trajectory and the results were acceptable. The root cause for the posterior cuff miss could not be determined. No malfunction was detected. Review of the device lot history record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: cuff miss. Time of malfunction: during closure procedure. Symptoms/ae: hematoma. Time of symptoms/ae: post closure procedure. It was reported that a physician attempted common femoral arteriotomy closure after cardiac angioplasty, following an acute myocardial infarction. There was a cuff miss and after the device was removed, the pt experienced bleeding and decreased blood pressure. The sheath was removed and a large hematoma, spreading into the thigh and buttock, was noted afterward. A larger sheath was then inserted over a wire to gain hemostasis. The pt was taken to surgery and a cutdown was done. However, the physician stated that he found no evidence of bleeding from the arteriotomy site and felt the hematoma was likely due to tissue tract bleeding. Though requested, no additional information was available.